Event description:
The customer was hospitalized for high blood sugars. The customer had a recent illness or infection. The customer recently received a steroid shot to treat the illness or infection. The customer's doctor wants to make sure that pump is functioning properly. Therefore, troubleshooting was done on the pump and the pump passed tests.